Event description:
Device report from synthes EU reports an event in (B)(6) as follows: a foot surgeon experienced issues with the variable angle locking compression plate (va-lcp) forefoot / mid-foot plates being too tight and the screws breaking below the screw head. The 2.7mm screw was left in the bone and the head was left in the platehole. This report is for three (3) unknown va-lcp x-plates, one (1) unknown metatarsophalangeal (mtp) plate, one (1) unknown tmt - plate and one (1) unknown mesh plate. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Report is for one unknown va-lcp x-plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.